Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of pericardial effusion, hypotension, cardiac arrest and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor who noted that an imaging issue was reported during steering maneuvers with the cds; under these circumstances, it cannot be excluded that the device system may have caused an atrial wall injury that would have caused the pericardial effusion. In this context, it is possible that death was remotely related to device, but main causal factors were challenging imaging and operator technique. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, based on the information provided and without the device to analyze, a cause cannot be confirmed. The reported pericardial effusion appears to be a result of procedural conditions and likely due to the visualization difficulties experienced during device removal, which contributed to the clip contacting the atrial wall. The reported hypotension, cardiac arrest and subsequent death were likely cascading effects and symptoms of the pericardial effusion. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular movement of the device, the pericardial effusion and patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was deployed medial on the mitral valve, reducing the mr to 1-2. The second clip delivery system (cds) was advanced for lateral clip placement. After straddling, the cds was attempted to be steered down to the mitral valve with the m-knob, but irregular movement occurred. The cds was removed, and during retraction the visualization was difficult, and it wasn't possible to follow the clip on echocardiogram for a moment. The cds was retracted into the guide, removed and re-prepped. At this point, the patients blood pressure decreased and a pericardial effusion was noted, but the location could not be determined. The patient condition deteriorated, requiring cardiopulmonary resuscitation (CPR), but the patient died. It was suspected that the effusion occurred while retracting the clip into the guide. No additional information was provided.